Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: what were the indications for surgery? Diverticular disease complicated with sigmoid obstruction. Did the patient receive any pre-op radiation or chemotherapy? No. Did the healthcare professional receive audible and tactile feedback? Yes. Was the washer checked for a complete transection? Yes. Was a leak test performed? If so, what were the results? Yes we did a pneumatic test without leaks. How many times was the adjusting knob turned counter-clockwise before removing the device? Three full laps how was the leak diagnosed? Patient got worse during the 6 first hours after surgery, requiring norepinephrine so we decided a revision laparoscopy. How long post op was the leak found? Six hours. How was the leak addressed? Resection and hartman colostomy. What is the current patient status? Already at home receiving tigecycline . A retroperitoneal abscess was functionated and drained.

Event description:
It was reported that during a left hemicolectomy procedure, they used the device to do the anastomosis, they made the shot, then turned the knob to open the device and remove it. They then made a leak and review of the two donuts. They were ok. In the postoperative period there is evidence that the patient presented fistula.